Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. A review of the complaint history identified no similar incident reported from this lot. Based on information reviewed and without the device to analyze, a cause for the reported unintended movement - clip open-locked and patient effect of mitral stenosis in this incident could not be determined. However, reported mitral stenosis is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. The reported additional therapy/nonsurgical treatment was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report mitral stenosis, clip open, and medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. A clip delivery system (cds) was advanced to the mitral valve, and the clip was placed lateral to a2/p2, reducing mr to 1-2. Then establishing final arm angle/efaa was performed twice, and passed. The procedure continued and the clip was deployed; however, the clip opened to 30 degrees, increasing mr to 2. The mean pressure gradient increased to 6mmhg. An attempt was made to place a second clip medial to the opened clip for additional treatment, but the mean pressure increased. Therefore, the cds was removed with the clip attached. The mean pressure gradient returned to 6mm hg. The mitral stenosis was not treated and the opened clip is stable on both leaflets. A decision was made to end the procedure. One clip was implanted, reducing mr to 2. There was no clinically significant delay in the procedure. No additional information was provided.